Manufacturer narrative:
Smiths medical (B) (4) imports the ventilator from smiths medical (B) (4). Kits a patient circuit and regulator and packages it with the ventilator, therefore, smiths medical (B) (4) is reporting as the manufacturer. The ventilator was returned to smiths medical pm, inc. Technical service department for evaluation. The ventilator passed all functional testing and the failure mode could not be produced. The user facility discarded the patient circuit that was being used. The user facility has not provided information regarding the type of gas source that was used with the ventilator. We are continuing to follow up with the user facility to gather more information regarding the incident.

Event description:
The paramedic crew changed the patient from the hospital's ventilator to the parapac. Pre-use checks were performed on the ventilator prior to connecting the patient. The patient was being transported when the crew noticed that the ventilator was not delivering oxygen. The ventilator would cycle , but not deliver oxygen. The patient started to turn blue. The patient was disconnected and bagged. There was no negative outcome to the patient. The user facility took the ventilator out of the field. It was tested with a rubber glove connected to the patient's connection. The ventilator would cycle but not inflate the glove.